Event description:
Additional inforamtion was obtained: when this lead had been implanted, acceptable measurements were obtained. The patient with this lead has an intrinsic rhythm. Later that day significant amplitude changes were noted. On further follow up it was noted the issue was resolved.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that less than four days post implant, this right ventricular lead was suspected dislodged. This is the information known at this time. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.